Event description:
This case was reported by a physician and described the occurrence of myeloneuropathy in a pt who rec'd double salt denture cleanser (polident) for an unk drug indication. The pt had been using polident for several yrs. On an unk date, the pt started double salt denture cleanser (unk). At an unk time after starting double salt denture cleanser, the pt experienced myeloneuropathy, hypocupremia and zinc increased. The physician considered the events to be clinically significant (or requiring intervention). At the time of reporting, the outcome of the events was unk. The reporting physician considered the events were possibly related to treatment with double salt denture cleanser. Neither the prod nor lot number for this product is available. No corrective actions have been required based on this report.

Manufacturer narrative:
.